Manufacturer narrative:
Product analysis: the hawkone device was returned within a white saftpak envelope. There was a device label sticker adhered to the outside of envelope which indicated lot number 0010097314, consistent with the reported device. The device was contained within a biohazard bag. No ancillary devices were returned. The cutter driver was returned attached to the hawkone. No bend was observed in the torque shaft beneath strain relief on inspection. The distal assembly was observed to be fractured apart into two pieces, proximal end of the housing, distal the anchor pockets. Cutter connected to the distal housing assembly. Cutter was advanced approximately 0.7cm distal to the cutter window. Microscopic inspection was performed. Biological debris was noted in the cutter window. Fracture faces were observed on the cutter window assembly. Proximal inner coils of housing were stretched and bent. The cutter was located within the housing, coils were around cutter. No anomalies noted with the guidewire lumen of housing or rotating tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone with a non-medtronic 6fr sheath and 0.014 non-medtronic wire during treatment of a calcified/fibrous lesion in the patient¿s mid right superficial femoral artery (sfa) of diameter 6mm. Moderate vessel calcification reported. Lesion exhibited 80% stenosis. IFU was followed. Vessel pre-dilation not performed. It is reported that when packing the resistance felt resistance in the thumbswitch and observed on x-ray that the cutter appeared to have partially detached from the shaft. There was a slight separation noted in the cutter. The tip did not separate at the hinge pin. The cutter blade was located inside the housing. The device was safely removed from the patient. A new hawkone device was opened to complete the procedure. No injury reported.